Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, the root cause of the main lamp not lighting up was determined to be related to a defective ignitor board. Also, based on the results of the investigation, the cause of the scope detection not working was determined to be related to a defective scope socket. The root cause for the defective ignitor board and scope socket is undetermined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user report was confirmed. The lamp igniter was faulty, causing it to intermittently ignite the lamp. Additionally, a faulty scope socket was discovered and causing the scope detection slide to not function properly. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported that their olympus visera elite xenon light source was not turning the lamp on. According to the initial reporter, the device was also presenting a lamp error message and the high output switch was having issues. Reportedly, this did not occur during a procedure. Additional details were requested concerning this event, but were unknown.